Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the guidewire has come loose and cannot be used. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One photograph of a coiled stiffening stylet was returned for evaluation. An initial visual observation of the photograph showed a coiled stiffening stylet inserted through a t-lock. The coils of the stylet were observed to be unraveled and deformed, indicating a break in the core wire. The core wire appeared to be visible at the distal end of the t-lock; however, it did not appear to be visible at the proximal end of the t-lock. A small amount of use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.